Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. At this time, there have been no samples returned for review, however, there were images provided by the customer. A review of the provided images does confirm that an unknown particulate is inside the silicone extension of the catheter. Therefore this complaint will be confirmed for one device. Without the sample to review, determining a definite root cause for the particulate is not possible. Without a definite root cause for the reported issue, establishing a corrective action is not possible. Argon will continue to monitor for reoccurrences. If the sample is returned at a future date, this complaint may be reopened at the time for further evaluation.

Event description:
¿With the recent merge from argle to argon the nurses and ip (infection prevention) have noticed sediment collecting in the catheter, I have attached pictures of what we are seeing at ccmc.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Nurses and ip (infection prevention) have noticed sediment collecting in the catheter. Pictures of the event are available.